Manufacturer narrative:
Investigation summary: bd received 2 samples and 6 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for improper assembly was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues. This complaint has been confirmed for the indicated failure mode improper assembly. Bd was not able to identify a root cause for the indicated failure mode of improper assembly.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tube there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: there was an issue with the "stopper creep out: the stopper was half creeping out."